Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the device was connected to the network but was not recognized by the system, likely due to a firewall issue preventing internet access. This was a common issue where the device¿s mac address had not been allowed through the firewall, causing it to appear offline despite being physically connected. A field service engineer provided the mac address and device details to the hospital's it team. In the meantime, the device was checked for drawer operation and was confirmed to be functioning as expected locally, allowing medication retrieval. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was not communicating. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.